Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after they had reported feeling uncomfortable. Upon further inspection, externalized conductors were observed on the lead. Lead was explanted and replaced.